Event description:
Evaluation of the stent confirmed no suture string was attached or to returned with the stent. Evaluation of the returned stent confirmed the integrity of stent had not been compromised. Unfortunately without the suture string, co is unable to determine why the difficulty occurred. The cause of the complaint is unknown.